Manufacturer narrative:
Investigation summary: the visual inspection found no defects. The bravo2 recorder physical examination in compliance lab: calibration by capsule simulator and transmission test were successfully, performed test study for 96 hours and download the study data successfully. Recorder physical examination conclusion is that recorder function properly without any problems. According to reported of the customer the data from the recorder was deleted by user accidentally. Main suspected use mishandling. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the study was accidently deleted after the esophageal procedure was completed. The recorder did not prompt the user before clearing data and once on the clearing data screen, there is not way to exit. The study was deleted. A repeat procedure was necessary due to the alleged device malfunction. Patient information could not be obtained. The last known patient status was normal. The patient and the user did not experience any injury or harm due to the alleged device malfunction. No other known adverse events were reported.